Event description:
It was reported that the patient underwent a revision surgery on the day of the report to move the catheter. The manufacturer representative was reportedly at the revision and programmed the pump. The pump was used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).